Manufacturer narrative:
Correction: d.10.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that alarmed with the fluid temperature out of range alarm which occurred in step 5 of setup. Patient also said there was a power outage the prior night. The fresenius technical support representative advised the patient to re-setup while on the line and they received the alarm again. Before the alarm the patient did mention that the heater tray was not heating up while re-setting up. The patient was not connected during the incident and the cycler was not near a cool or heating source. Solution bags were stored away from cycler in the same room as the cycler. Nothing came in contact with the heater tray (ht). The heater bag (hb) was on the ht. The cycler powering down occurred in unknown phase/cycle of dialysis. The patient was connected during the incident. Display was blank, there was a power outage. Power cord was securely plugged in. Power switch was in the on position. The representative advised that a replacement cycler would be issued, and to discontinue using the current unit. Upon follow up, it was determined that the patient was able to do manual treatments in the absence of a cycler. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the ac distribution board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Heater temperature test passed. Voltage verification check passed. Pre-ast 15mins 1000ml simulated treatment could not be performed due to a short on f1 fuse on ac distribution board. Replaced ac distribution board for further testing. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. Asset equipment-- equipment asset # due date, scale i1283 05/22/2025, thermometer tm024 10/09/2025, multimeter mm142 12/18/2024. There were no visual discrepancies encountered during the internal inspection. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the ac distribution board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that alarmed with the fluid temperature out of range alarm which occurred in step 5 of setup. Patient also said there was a power outage the prior night. The fresenius technical support representative advised the patient to re-setup while on the line and they received the alarm again. Before the alarm the patient did mention that the heater tray was not heating up while re-setting up. The patient was not connected during the incident and the cycler was not near a cool or heating source. Solution bags were stored away from cycler in the same room as the cycler. Nothing came in contact with the heater tray (ht). The heater bag (hb) was on the ht. The cycler powering down occurred in unknown phase/cycle of dialysis. The patient was connected during the incident. Display was blank, there was a power outage. Power cord was securely plugged in. Power switch was in the on position. The representative advised that a replacement cycler would be issued, and to discontinue using the current unit. Upon follow up, it was determined that the patient was able to do manual treatments in the absence of a cycler. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the ac distribution board was identified.